Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. As neither the involved device nor the concerned lot number have been made available no investigation can be performed. We have requested further information on the malfunction specifying a user facility and a contact address at (B)(6). We have tried several times to obtain further information on the concerned lot number, the involved device and a filled in questionnaire by our sales representative company immed in france. The first request was send on: july 09th, 2024. Reminders have been sent on: - july 23rd, 2024; - july 31th, 2024; - august 12th, 2024; - september 11th, 2024. We have received on september 11th, 2024 the feedback: "this is really a very strange case. My colleague had contacted the person below [mrs romane chapuis; tel : (B)(6); email : (B)(6)] and he had no answer. The person that he had over the phone said that as he could see in the computer, the case is closed on their side. It was a problem of dsa [semi-automatic defibrillator]. And now he is trying to get a written document mentioning this but no one is answering him anymore. We really think that we will not be able to have any further information.". As no further information was available despite repeated requests no conclusion can been drawn what might have caused the claimed failure. We therefore consider the investigation and the report closed.

Event description:
On june 25th, 2024, we have been informed about two malfunctions with two different skintact defibrillation electrode set. Skintact defibrillation electrodes model df27n and a phillips heartstart fr2 had been used. In the initial report it was stated in ansm report (B)(4): "date de survenue : 13/04/2023 description de l'incident : lors d'un acr impossible d'utiliser le dsa, ne fonctionnait pas. Cela n'est pas la première fois que cela se produit. Ce matin impossible de l'allumer puis impossible de lui faire passer l'autotest.". Tranlsated from french to english language; "date of occurrence: 04/13/2023. Incident description: during an acr, the dsa could not be used, it did not work. This is not the first time this has happened. This morning, it was impossible to turn it on and then it was impossible to make it pass the self-test." In this report a user facility and a contact address has been provided. Reviewing the second initial report we have received on june 25th 2024 it was stated ansm report (B)(4): "date de survenue : 13/04/2023 [tranlsated from french to english language: "date of occurrence: 04/13/2023] description de l'incident : it was reported to philips that the device experienced an error when retrieved for use.". No user facility respectively contact address was provided by the initial report. We have requested further information and the concerned defibrillation set for further investigation. It is unclear whether further information are available after a year of the incident.

Event description:
On june 25th, 2024, we have been informed about two malfunctions with two different skintact defibrillation electrode set. Skintact defibrillation electrodes model df27n and a phillips heartstart fr2 had been used. In the initial report it was stated in ansm report (B)(4): "date de survenue : (B)(6) 2023 description de l'incident : lors d'un acr impossible d'utiliser le dsa, ne functionalist pas. Cela n'est pas la première fois que cela se produit. Ce matin impossible de l'allumer puis impossible de lui faire passer l'autotest.". Translated from french to english language; "date of occurrence: (B)(6) 2023 incident description: during an acr, the dsa could not be used, it did not work. This is not the first time this has happened. This morning, it was impossible to turn it on and then it was impossible to make it pass the self-test." In this report a user facility and a contact address has been provided. Reviewing the second initial report we have received on june 25th 2024 it was stated ansm report (B)(4): "date de survenue : (B)(6) 2023 [translated from french to english language: "date of occurrence: (B)(6) 2023] description de l'incident : it was reported to philips that the device experienced an error when retrieved for use." No user facility respectively contact address was provided by the initial report. We have requested further information and the concerned defibrillation set for further investigation. It is unclear whether further information are available after a year of the incident.

Manufacturer narrative:
This product is not marketed in the USA. No 510 (k) and no PMA exist for it. However, devices made using a similar design are sold in the us. We are therefore reporting this incident. As neither the involved device nor the concerned lot number have been made available no investigation can be performed. We have requested further information on the malfunction specifying a user facility and a contact address at (B)(6) . Currently no further information has been received so far. Anyhow we will relay any and a conclusion in a follow up report.